Event description:
It was reported that the preloaded intraocular lens (iol) came out of the plunger broken into pieces. It was reported that the lens could not be implanted. Through follow ups we learned that there was patient contact with the material. Only the cartridge tip was in contact with the eye. This did not lead to any additional interventions. No further details were provided.

Manufacturer narrative:
Section a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 09-jan-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product. The plunger rod was found advanced and the plunger rod tip bent. The cartridge presented with viscoelastic residue though the length of the device. The cartridge tip was showed slightly bending however the bending was in specification for a used device. The plunger rod advancement was inspected and presented with no issues. The plunger rod locked in the advanced position appropriately. The device assembly was inspected and presented with no issues. The lower body was inspected and presented with no damage or viscoelastic residue. The lack of damage to the lower body indicates that the damage to the plunger rod tip likely occurred after delivery. No lens was received for evaluation. The complaint issue "lens damaged" was not identified during product evaluation as no lens was received for evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.